Event description:
It was reported that there was a limited/imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was a slight lag at a point when moving the instrument. It was discovered that the wire is frayed and causing it to stick. A different device was utilized to resolve the issue. The device has been returned to isi for review. There are no photographs or videos available for review.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable. The instrument was found to have blade damage on the entirety of the blade. Both blade edges were indented. The instrument was placed on an in-house unit and passed the intuitive motion test. The indentation of the blade caused the jaws to stick when moving. The cutting edge did not have corrosion that would have contributed to the blade damage.